Event description:
It was reported that a recovery filter was placed prophylactically in a pt prior to a gastric bypass procedure. Six months later, the pt returned for a routine removal. It was noted that a filter arm was separated from the filter and located 5mm cephaled to the apex of the filter. The dr successfully removed the filter. During the attempt to remove the arm with a snare, the arm moved to a far peripheral branch in the lung. No future procedures scheduled to remove the arm.